Event description:
It was reported that during central processing, the plastic wire covering on the stapler 30 was peeling off. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the curved-tip stapler 30 instrument with an alleged issue to perform failure analysis. The curved-tip stapler 30 instrument was found to have the dual lumen silicone cover torn and missing. The lumen silicone cover was completely missing. The curved-tip stapler 30 main tube was found to be bent. The bending damage is located around the middle of the main tube. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.